Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 435 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as abdominal pain and headache. Customer did not want to troubleshoot on high blood glucose value. The customer was treated with manual injection. The insulin pump will not be returned for analysis.